Manufacturer narrative:
Updated: b5, h6. Correction: d4. The reported event is considered confirmed. A specialist physician diagnosed a patient who had received bilateral temporomandibular joint implants in (B)(6) 2021 with dislocation of the right temporomandibular joint implant and malpositioning of the left implant. No information was provided regarding the cause. In summary, the cause of the dislocation and malpositioning could not be determined. It is not known whether the surgeon encountered any difficulties during implantation. Based on the investigation, there is no evidence of a incorrectly working product or problems related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
New implant was requested for revision.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient's CT scan showed that the right side is dislocated.